Event description:
After placement of the product, the fiberoptic catheter waveform was excellent. After 3 hours post placement, the fiberoptic catheter was reading minus 31mmhg. It was replaced with a new fiberoptic catheter without replacing the pbto2 catheter. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.